Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via official documentation that the patient's blood glucose dropped to 39 mg/dl. Troubleshooting was declined. The insulin pump was not returned for analysis.